Manufacturer narrative:
Results: the lantern was fractured approximately 52.5 cm from the hub. The lantern was fractured and, therefore, could not be functionally tested. Conclusions: evaluation of the returned lantern revealed that the catheter was fractured. If the device is forcefully advanced against resistance, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern within a 5f non-penumbra diagnostic catheter, the physician met resistance roughly 10-30 cm of the catheter but kept pushing the lantern forward. Consequently, the lantern snapped in half; therefore, the physician removed the broken lantern. It was noted that the lantern did not enter the patient's body. The procedure was then completed using a new lantern. There was no report of an adverse effect to the patient.